Event description:
Event description guidant/cpi received information that this endurance rx lead had dislodged and was being repositioned. During the repositioning the lead was broken. A portion of the lead was capped off. The remainder is active.